Event description:
The pt stated that, over the past 6 months, she has had 18 infusion sets tear at the luer lock. She stated her blood glucose has been high in the 300-400 mg/dl range. Her normal blood glucose range is 100-150 mg/dl. She stated she feels "lethargic and tired" when her blood glucose is high and she notices the tear and will change her infusion tubing and bolus to lower her readings. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was requested to be returned for eval.